Event description:
It was reported faradrive steerable sheath was selected for use. It has been mentioned that during the procedure, the flushing lumen was damaged, and the flush luer became detached from the tube, additionally blood leak was also seen from the damaged part. No patient complications occurred. The procedure was completed using different device (same model).